Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with stripped battery cap(p) coin slot.

Event description:
The customer reported via phone call that the battery exploded inside the battery compartment. The customer¿s blood glucose was 178 mg/dl at the time of incident. Customer stated that the contacts on the battery cap were not missing or damaged. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.